Event description:
During a hand assisted laparoscopic colectomy procedure, two devices broke during insertion and a third device broke approximately fifteen minutes into the case. The procedure was completed with a like device with no pt consequence.